Event description:
During a craniotomy for a right occipital brain tumor resection with neuro navigation, the cusa machine was unreliable and rarely worked properly during craniotomy for tumor. No pt injury.